Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, tube cover, temperature sensor, work station power supply, fluoro functions board, generator drive board, and system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up at boot up, shows squares and chevrons and won't respond prior to a case. The 9800 system had to be rebooted. No patient injury was reported.